Manufacturer narrative:
Customer's product has been requested back for investigation and a supplemental report will be submitted once investigation results are received. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl (1.1mmol/l to 27.8mmol/l). It should be noted that this meter does not give a numeric value for readings more than 500mg/dl (> 27.8mmol/l). A "hi" display message indicates a reading more than 500mg/dl.

Event description:
Customer reported receiving imprecise adc meter readings of "hi", 381mg/dl and 48mg/dl obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "d" zone, showing the difference between the values is considered clinically significant. There was no report of death, serious injury or mistreatment associated with this report.